Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose at the time of admission was over 600 mg/dl. The customer reported experiencing nausea, vomiting, excessive thirst, and frequent urination due to their high blood glucose. Customer also stated the cause of their hospitalization was diabetic ketoacidosis. The customer was not released from the hospital at the time of the call. Customer was treated with an insulin drip for their blood glucose. Troubleshooting found the customer's insulin pump was working as designed. A no delivery alarm was also found in the customer's alarm history during troubleshooting. Customer also stated their cannula was not bent upon removal of their infusion set. Advised the customer to change out their infusion set, reservoir, and insulin. No additional information provided.